Event description:
It was reported that during testing conducted at the manufacturer facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.